Manufacturer narrative:
The device was received for evaluation. Flow rate accuracy testing was performed, and it was noted that the device delivered within specification. The pump was able to successfully infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a flow rate accuracy issue during an unspecified process step. This issue was described as an ¿improper delivered amount¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.